Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for correction/device evaluation silicone: correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: to support our investigation, several samples from lot 2501094 were provided for evaluation. These products were thoroughly inspected. No evidence of silicone or particles was found inside any syringes. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2501094 and were found to be within specification. The samples underwent these same tests and verified all product was within specified limits. Six retained samples from each reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging. Silicone content testing again confirmed the product met required specifications. A device history review was performed for lots 2501094. No deviations or non-conformances related to any of the reported concerns were identified.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported excessive lubricant. Event description: multiple sku w/ visible particles, defective plungers, excessive lubricant. When did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under po: (B)(4). The issues observed include: visible particles inside the syringe, particles between the plunger and barrel space, multiple white particles found inside the packaging, defective plungers, excessive lubricant.